Event description:
It was reported that the patient underwent a three level corpectomy from c3 to c7. Sometime over the following weekend, the patient went to the emergency room complaining of difficulty swallowing. X-rays showed that the translational plate had broken. The patient underwent revision surgery. The broken plate was replaced with a different plate and screws at c7 and c3.

Manufacturer narrative:
A review of the device history records did not identify any applicable non-conformance to specification. Imaging films showed a multilevel cervical construct from c3 to c7 with a translational plate fixated with four screws (two at c3 and two at c7). The plate is proud at c3 and the screws are short. Cervical lordosis exceeds the lordosis of the plate which lends to preloading of the plate in extension. Subsequent films show plate dissociation anterior to c5. No posterior fixation is noted. The plate was returned for evaluation. Visual examination confirmed the ratchet spring was missing and the implant assembly was separated. The ratchet spring was not returned for analysis. There were witness marks on the lower left and material deformation at the posterior of the screw hole. Microscopic examination of the ratchet spring adjustment catch features of the implant revealed witness marks at the outermost catch feature and witness marks on the posterior surface of the implant. Dimensional inspection of the catch feature width and depth were within specification. There were witness marks on the anterior face of ratchet spring pocket. Dimensional inspection of the ratchet spring pocket width and depth were within specification. X-rays appeared to show variable angle screws at the cranial end and fixed angle screw caudally, with some variability of the screw implantation. The screw angulation could potentially increase the tensile load placed on the implant. Review of intra-operative x-ray appears to show an undersized plate. An anterior-posterior gap appears to be present at the cranial end of the implant. This could potentially result in a bending moment during neck extension and appears to be consistent with the location of the implant separation. This, in addition to the potential tensile load induced by the angulation of screws, may have overcome the design limits of the implant resulting in the foregoing failure.